Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. Should further relevant information become available, a supplemental medwatch report will be filed.

Event description:
Tap. It was reported that 203 days after implantation of 3.5x16mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal right coronary artery (rca). A pre-intervention stenosis of 70-80% was reported. It was not reported that the vessel was predilated. A 3.5x16mm taxus stent was deployed at 14 atm in the region of the lesion. A post-intervention residual stenosis of 0% was reported. No information concerning vessel calcification or toruosity was reported. The patient presented 203 days after the initial procedure with unstable angina and a 70-75% in-stent restenosis in the rca ostium. A 3.5x16mm taxus drug eluting stent was deployed at 24 atm in the region of the lesion. A post-intervention residual stenosisof 0% was reported.